Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer was hospitalized due to being in a car accident. It was stated that the customer was the driver and was wearing the insulin pump at the time of the accident. When the paramedics arrived at the scene, they checked her blood glucose and it was good. Blood glucose value is unknown. The customer had discontinued the use of the device and was assisted with suspending the device and advised to write down the settings.